Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/19/2017. Device returned to manufacturer? Yes. Device evaluation: the device was received in the original packaging box. No damages were observed on the device. The lens was received cut in two pieces and one of the haptics was observed detached. The complaint reported as damaged was not confirmed. It was confirmed as haptic detached. However, it cannot be ruled out that the condition of the returned lens could be associated with the lens replacement process. No viscoelastic residue inside cartridge were observed. Another probable cause could be that due to the lack of viscoelastic observed there was resistance, which may in turn break the haptic. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed due to a broken haptic. The patient received another iol. As per follow-up, the surgery was delayed, causing patient stress. There was increased patient monitoring. The incision was enlarged. The patient outcome is favorable. No additional surgical or medical intervention was reported. No additional information was provided to abbott medical optics.